Event description:
The user facility returned an asset evis exera iii xenon light source to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, the unit failed full inspection due to cosmetic damage and lamp replacement. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered minor cosmetic damage, the power switch was updated, the bulb was a non-olympus lamp at 500 plus hours, the heatsink assembly was missing 2 screws and 2 washers and the software version was at 1.03. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The legal manufacturer's investigation could not determine the specific root cause of the missing screws and washers. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.